Manufacturer narrative:
G1): correction was made to manufacturer email address.

Event description:
A peripheral atherectomy procedure commenced, and a spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. There was melting noted on the working length of the device; therefore, the turbo-elite was removed. A new device was used to complete the procedure with no reported patient harm. Upon completion of the turbo-elite device evaluation on (B)(6)2024, a wrinkle and a breach of the outer jacket was detected. At the area of the breach, the outer jacket was melted, with broken fibers present. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2-a6): the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. H3): the turbo-elite device was returned to the manufacturer for evaluation. Visual inspection found a wrinkle and a breach of the outer jacket. At the area of the breach, the outer jacket was melted, with broken fibers present. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the device damage has been observed when excessive forces are applied to the side of the outer jacket. The device becomes kinked, and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.